Event description:
Pt with fractured left humerus and was undergoing an open reduction with internal fixation of the left shoulder. During the procedure, a 2.8 drill bit broke off in the proximal humerus and was retained.